Event description:
It was reported that a female pt suffered from a contusion when the cot tipped. No medical intervention was required. The cot was inspected and it was determined that the cot was not at fault and was operating to specification. There was a miscommunication as the two medics were pulling the cot out of the ambulance. One medic released the safety bar prior to the wheels being lowered. Pt involvement has been reported, however, no adverse consequences to report.